Event description:
Valve explanted after 10 days due to probable suture loop. Surgeon said at implant, exposure was difficult (hard to see). Post-implant/ntraop echo done, but doppler not done. Problem was seen 5 or 6 days after implant when transthoracic echo done.